Event description:
The customer observed falsely elevated alinity c magnesium (mg) results generated for a patient sample. The following data was provided (customer¿s reference range upper limit 1.07 mmol/l): sample ID (B)(6) initial result = 2.89 mmol/l, repeat result on another instrument (B)(6) = 0.73 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Additional information - section h4 - device mfg date. The field service representative (fsr) inspected the instrument, performed troubleshooting, and discovered the r2 probe was dirty (rusty). The alnty c-series reagent was replaced which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for the alinity c processing module serial number ac01545 revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending for the alinity c processing module, and the alnty c-series reagent did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial ac01545, or the alnty c-series reagent, was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - phone number complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This issue was previously reported under MDR number 3005094123-2024-00455-00 under a different suspect device.

Event description:
The customer observed falsely elevated alinity c magnesium (mg) results generated for a patient sample. The following data was provided (customer¿s reference range upper limit 1.07 mmol/l): sample ID (B)(6), initial result = 2.89 mmol/l, repeat result on another instrument (B)(6) = 0.73 mmol/l no impact to patient management was reported.